Manufacturer narrative:
(B)(4).

Event description:
It was reported that inserter broke in the transition from handle with the instrument arm when the surgeon was putting the implant between the vertebral bodies

Manufacturer narrative:
Additional information:h6 h6:product analysis :macroscopic examination confirms probe tip breakage at the base of the inserter shaft. The breakage appears to be at the weld joint; the weld joint displays evidence of material exchange consistent with weld joint. Microscopic examination reveals a fairly tortuous fracture surface and deformation consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that on (B)(6) 2015, intra-op, the inserter broke. The product came in contact with the patient. No fragment of the broken instrument remained inside the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Image review: submitted image appears to show instrument broken into two pieces.